Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray tube and the power cable were replaced during the service call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9900 system had poor image quality and the collimator close down during a case. The 9900 system had to be rebooted and the procedure was completed without incident. No patient injury was reported.